Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm force bipolar instrument's nozzle head came loose, so it couldn't be removed from the cannula. They had to use tweezers to realign it in order to remove it. Therefore, it was manipulated after it had broken. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The end part was out of the rest of the instrument and misaligned so it could not be removed from the cannula. There was no collision with other instrument or tool during the procedure. The instrument was not closed on tissue. The patient did not have any post-operative complications. The procedure was completed using another instrument of the same type. The customer provided a photo of the instrument after being aligned with another instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with a dislodged force bipolar instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.